Event description:
Patient was undergoing laparoscopy and it was noted that the plastic trocar sheath tip had broken off inside the patient. These pieces to date remain in the patient. The patient was admitted to the hospital the next day following the procedure; however, her physician feels these are unrelated incidents. If any further problems develop, additional information will be forward.